Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b7; g4; h2; h3; h6 reported event was confirmed by review of medical records from patients office visits noting right hip pain, edema, wound discharge and hematoma. Patient fell riding bike landing mostly on left side but torqued his right hip. X-rays reviewed by a third party hcp notes slight change in cup position post the reported fall. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: item# unknown cup lot# unknown, item# unknown head lot# unknown, item# unknown liner lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04464, 0001825034 -2019 -04465, 0001825034 -2019 -04469.

Event description:
It was reported that patient received injection shot for pain one and a half years post initial right hip arthroplasty. Patient reports experiencing pain and muscle spasms in the left leg and hears clicking sounds. Patient also reports severe headaches for past 15 months. Attempts were made to obtain additional information; however, none if available.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient reports worsened leg length discrepancy after surgery requiring adjustment of his shoe lift to accommodate ambulation. He further reports he is still experiencing pain, muscle spasms, and clicking sounds in the left leg. Attempts have been made and no further information has been provided.

Event description:
Patient underwent an initial right hip arthroplasty. The patient reports worsened leg length discrepancy after surgery requiring adjustment of his shoe lift to accommodate ambulation, pain swelling, and hematoma about 1 week post op. He received an injection shot for pain 2 years post-op. He is still experiencing pain and has muscle spasms in the left leg. He hears clicking sounds. He has lower back pain. He has suffered from scoliosis since he was (B)(6). He has also had severe headaches for about 15 months.

Manufacturer narrative:
Concomitant medical products: 010000666- g7 pps ltd acet shell- 6007260, 010000859- g7 neutral e1 liner- 3959715, 11-363665- cocr mod hd- 965310. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.